Manufacturer narrative:
This lv lead was later returned to our post market quality assurance laboratory for analysis. Electrical testing confirmed that the lead was electrically continuous. Final analysis was unable to confirm the clinical observation. This event will be updated if any additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead may have dislodged shortly after being implanted. Lv pacing thresholds have increased and there may be some right atrial activity being sensed on the lv channel. It is suspected that this lv lead may have moved during the implant procedure, as the physician was cutting away the catheter. At that time, the physician reportedly tried to reposition the lead without use of a catheter, before closing the pocket. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
Subsequently, this lv lead was explanted and successfully replaced with a new boston scientific lv lead. No adverse patient effects were reported as a result of this observation. An attempt has been made to have this explanted lead returned for analysis. This event will be updated if any additional information becomes available.